Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump's bolus history confirmed the bolus in question delivered on (B)(6) 2011. The pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. During investigation, a normal bolus and an audio bolus were each successfully performed and accurately recorded in the pump history. The keypad buttons were examined during evaluation, and there was no button hypersensitivity or defective contacts found. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Event description:
It was reported that the pump delivered a bolus on (B)(6) 2011 without user intervention. A family member reported that she prepared to deliver a correction at 9:35pm and pump showed 2 units iob. She stated that there should not have been that amount of iob remaining. The family member said that she reviewed the bolus history and discovered a bolus was delivered at 7:57 pm by the pump; she alleged that she or another family member did not programmed or delivered the bolus. She reported that the (B)(6) patient does not know how to program a bolus. She claimed that she noticed this same event on another occasion at an earlier, unknown date. She denied any blood glucose excursions associated with either inadvertent delivery. This complaint is being reported because of the allegation that the pump delivered insulin without button presses.